Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure scope communication error (e216) was confirmed e117 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, scope communication error (b30). Based on the results of the investigation, it is likely the following led to the malfunctions: connection issues with the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope, despite cleaning the contacts on two processors, displayed error messages ¿ e117 and e216 on one processor, and e216 on the other. The event occurred during setup/inspection for use. There was no patient involvement.